Event description:
See also MFR report 2032545-2008-04608. It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery sys. It fell off the delivery sys upon removal from the pt. A second capsule was attempted and also failed. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included int the bravo ph capsule and delivery sys (5-pack) and (single pack). Field action -failure to dispatch.